Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were present in an extension set with luer lock adapter. The air bubbles were observed while the patient was connected for therapy. To resolve this issue, the patient would disconnect the giving set, flushing out the air bubbles, and reconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4: unique identifier (UDI) #, h4, h6, h11. H4: the lot was produced on september 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.